Event description:
Note: this report pertains to the first of two device malfunctions reported to occur during the same procedure. Refer to associated manufacturer report # 3005099803-2009-00740 for a description of the other event. It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a colonoscopy procedure performed one day prior. According to the complainant, during the procedure, the clip was advanced out of the scope but it would not rotate. When the physician asked the technician to pull the clip back in so he could reposition the scope; the technician was not able to advance the clip. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.